Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) reported via phone call of issues with customer's insulin pump. (B)(6) states the customer received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 135mg/dl. The customer states that insulin was squirting out during the manual prime process. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime and alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.